Event description:
It was reported that the patient's pump had eleven motor stalls and recoveries. It was noted that the patient had not reported any symptom changes. The patient was residing in a nursing home and there was no suspected environmental exposure that would have caused the motor stalls. Nine days later, it was reported that the motor stalls had ranged from fifty minutes to four hours before recovery. It was stated that the pump had been explanted and there was no patient injury or harm. The drug used in this system was lioresal.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there was mechanical wear noted as a hole in the pump tubing. There was a feed through anomaly noted as a shorting across the insulator. A film of moisture was present on all pump surfaces seen after inner cover was removed. There was slight corrosion present on gear wheel three.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.